Event description:
It was reported that the customer received multiple cartridge change alerts while attempting to load a new cartridge onto the pump. Reportedly, the customer was unable to clear the alert from the screen. The customer's blood glucose level was 188 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.